Manufacturer narrative:
Investigation results: visual investigation: the complained failure pattern can be confirmed. The upper foil obviously could not be opened evenly. A small part of the upper foil still adhere to the tyvek foil. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all available lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable. Conclusion and measures / preventive measures: on the basis of the current information and the investigation results, a clear conclusion can not be drawn. There is no indication for a material defect, manufacturing failure or design error on the basis of the device history record. Based on the investigations and results of the 8d report a CAPA is not necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with elan 4 electro disposable tube set. According to the complaint description the peel bag tears irregularly. There is a probability of the device becoming unsterile when falling out of the packaging. No patient harm was reported. Additional information was not provided. The adverse event / malfunction is filed under aag reference (B)(4).